Manufacturer narrative:
The device referenced in this report has been received by olympus for evaluation, however evaluation of the device cannot begin until olympus receives written permission from the customer to culture the scope and perform ethylene oxide (eo) sterilization to make it safe to disassemble/handle for evaluation. The definitive cause of the customer's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has been reported by the importer on medwatch # (B)(4).

Event description:
It is reported the facility has linked patient infection(s) with this bf-uc180f scope. The customer reports that the scope is out of service and will be sent to olympus for evaluation and culturing. Additional details regarding the device and reported event(s) have been requested from the customer, but at this time no information has been provided.

Manufacturer narrative:
This report is being updated to provide investigation results. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: chapter 5 reprocessing: general policy 5.3 precautions. Warning : all channels of the endoscope, including balloon channel where existing, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Physical evaluation of he suspect device reveals: olympus performed a visual inspection on the received condition and did not find any stains or foreign material on the complaint device. The biopsy channel was inspected with an olympus fiberscope. The fiberscope was inserted into the distal end side of the biopsy channel and no signs of foreign material was noted. The complaint device passed the cosmo leak test (+.6). Additional finding's include; discoloration on both sides of the bending section cover glue and a large dent on the insertion tube. The bending section cover glue at the distal end side is chipped around the edges. The video scope was previously in for service on february 5th, 2021. The scope was sent for culture to a third party laboratory for testing where samples were taken from the distal end, and forceps channel of the scope. Staphylococcus epidermidis and bacillus sameness were detected, and not the same microorganism ( exophiala lecanii-corni ) that was identified in the patient bronchial alveolar lavage (bal) cultures. Conclusions: olympus could not identify a definitive root cause. Based on the findings of this complaint investigation, it is not possible to determine the relationship between the scope of the reported event and infection. Although more than one patient who had a procedure using the same scope was reported to have infection, detailed information for each patient (bacteria of infection, date of receiving a case using scope, date of infection) was not provided by the customer when requested. The same bacteria identified in the patient bal culture was not detected in the scope culture test. Performed by an independent third party lab. Physical damage to the scope was noted upon examination.

Manufacturer narrative:
This report is being updated to provided additional information reported by the customer. Update: written permission has been obtained from the customer to culture the scope and perform ethylene oxide (eo) sterilization to make it safe to disassemble/handle for evaluation. The scope has been shipped to a third party lab for culturing.

Event description:
New information provided by the customer: the scope has not been cultured at their facility. Scope reprocessing procedures as follows: precleaning is performed by the nurses/user at bedside after the procedure. Leakage testing is performed in our decontamination area and manual cleaning adhered to per olympus¿ guidelines. Scope is placed in an automated endoscope reprocessor (medivator) for high level disinfection. An endoscopic support specialist (ess) last provided education to the facility (regarding scope reprocessing) (B)(6) 2021. The microorganism identified in patients: mycobacterium avium complex we will not be able to provide the other information you have requested.